Manufacturer narrative:
(B)(4). Approximate age of device - 1 year, 9 months. The device was returned for analysis. Evaluation is not complete. No additional information was provided. A supplemental report will be submitted when the device analysis is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2016. It was reported that the patient had recurrent (B)(6) and was listed as 1a on the transplant list. The patient received a transplant on 17mar2017. The infection was first diagnosed at another implanting center with a hospital admission of (B)(6) 2017. The patient received a chest debridement, wound vac, multiple IV and po antibiotics during that time. The pump had been functioning as intended before transplant. No additional information was provided.